Manufacturer narrative:
(B)(4): device not yet received by manufacturer.

Event description:
Per the clinic, the patient experienced an infection around the implant site. Cleaning of the site and treatment with topical cream (duration and dosage not reported) was attempted; however, the issue could not be resolved. Further treatment with antibiotics (type, duration and dosage not reported) temporarily resolved the issue, however; inflammation around the implant site recurred. The patient underwent a procedure (date not reported) to excise, cauterise and debride the site; however the issue could not be resolved resulting in the desision to remove the abutment (date not reported). The patient was equipped with a new abutment (date not reported) and the infection has cleared. The fixture remained insitu at all times.